Event description:
Customer stated that the insulin pump was not responding to the prime process. The insulin pump alarmed failed battery test. The blood glucose reading is 221 mg/dl. The customer reported a high blood glucose. The customer was taken to the hospital for treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.